Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B72583) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2022: summon received : previously reported event "adverse event" updated to "medical device removal". Lot number received. A lot number was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B72583) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Batch no b72583, production date 2013-09-28, expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2022: quality safety evaluation of ptc. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("as the coil seems to be densely embedded") and device dislocation ("right tubal ostia the essure coil was protruding about half its length into the uterine cavity /suspicious that the migrated essure coil is the cause of her right-sided pelvic pain") in an adult female patient who had essure inserted (lot no. B72583). The patient had a medical history of protein c deficiency, abnormal uterine bleeding, pelvic pain female, ovarian cyst, vaginal bleeding, adenomyosis, haematuria, abdominal discomfort, infection, nabothian cyst, ectopic pregnancy, recurrent abortion, parity 3, pain pelvic, bloating, dyspareunia, post coital bleeding, intermenstrual bleeding, uti, asthma, epilepsy, penicillin allergy, back pain, dizziness, nausea, heavy periods, pain menstrual and abdominal pain. Previously administered products included: mirena. Concomitant products included pregabalin, omeprazole, naproxen, diazepam, ibuprofen, hyoscine butylbromide, nitrofurantoin and mefenamic acid. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total abdominal hysterectomy and right salpingectomy (with conservation of ovaries)). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: date of birth (B)(6) 1979 (discrepancy noted as per medical records). She had laparotomy and removal of the left salpingo oophorectomy on (B)(6) 2019 which proved to be a benign complex ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2021: <2, negative pregnancy test [hysterosalpingogram] (date unknown): both essure implants appear to be in a satisfactory location on control image. 7 mm omnipaque 240 was injected into the uterine cavity slowly until maximal distension of the cornua was achieved bilaterally. The location of both implants is good with the proximal end lying at the cornual junction bilaterally. There was no flow of contrast into the fallopian tubes bilaterally confirming successful tubal occlusion [hysteroscopy] on (B)(6) 2017: hysteroscopy and endometrial sample for investigation of her heavy irregular menstrual bleeding. She had previously declined a mirena ius. Hysteroscopy revealed an 8 cm normal uterine cavity with no significant fibroids, polyps or other abnormalities. Normal histology; on (B)(6) 2020: since left salpingo-oophorectomy in (B)(6) 2019 still right-sided pelvic pain and now irregular bleeding along with some urinary symptoms. Normal uterine cavity with no fibroids or polyps, however from the right tubal ostia the essure coil was protruding about half its length into the uterine cavity. It appeared densely adherent and no attempt to remove it. Suspicion that the migrated essure coil is the cause of right-sided pelvic pain, options may be laparoscopic removal of the tube on that side or even hysterectomy as the coil seems to be densely embedded [investigation] on (B)(6) 2019: patient has a 9cm complex ovarian cyst endometrioma. Tumor markers back normal [laparotomy] on (B)(6) 2019: elective admission for laprtomy with left salpingo-oophorectomy for complex 9 cm left ovarian cyst. Diagnoses: complex left ovarian cyst. Procedure and findings: routine laparotomy, normal right ovary and right tube, normal uterus. 4 cm complex left ovarian cyst. Left salpingo-oophorectomy performed, no intraop complications [ultrasound pelvis] on (B)(6) 2017: echogenic foci were noted on either side at the fundus of the uterus. Patient has essure implants, evidence of implants; on (B)(6) 2020: anteverted uterus measuring 7.2 x 3.0 x 4.2 cm. The myometrium appears homogenous - no focal lesions seen. As per the last ultrasound, there appears to be some increased myometrial hyperemia features which could indicate uterine adenomyosis. Normal appearance of the endometrium. Endometrial thickness = 6.1 mm. Essure coil noted. The right ovary appears normal and measures 3.0 x 2.4 x 1.8 cm. Left ovary not visualized (patient gives a history of left oopherectomy). No adnexal cysts or masses seen. No free fluid in the pelvis. Impression: 1) no adnexal cysts or masses seen; 2) overall appearances of the uterus may indicate adenomyosis; 3) normal appearance of the endometrium [x-ray] on (B)(6) 2014: confirmed that the implants inserted, appear to be located in the correct place and appear to be blocking both of tubes batch no b72583 production date (B)(6) 2013 expiration date (B)(6) 2016 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation & device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received. Event device dislocation and device embedded added, to replace previous event medical device removal. Reporter and patient information updated. Medical history, historical and concomitant drugs were added. Lab data updated. Reporter causality comment added. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("as the coil seems to be densely embedded") and device dislocation ("right tubal ostia the essure coil was protruding about half its length into the uterine cavity /suspicious that the migrated essure coil is the cause of her right-sided pelvic pain") in an adult female patient who had essure inserted (lot no. B72583). The patient had a medical history of protein c deficiency, abnormal uterine bleeding, pelvic pain female, ovarian cyst, vaginal bleeding, adenomyosis, haematuria, abdominal discomfort, infection, nabothian cyst, ectopic pregnancy, recurrent abortion, parity 3, pain pelvic, bloating, dyspareunia, post coital bleeding, intermenstrual bleeding, uti, asthma, epilepsy, penicillin allergy, back pain, dizziness, nausea, heavy periods, pain menstrual and abdominal pain. Previously administered products included: mirena. Concomitant products included pregabalin, omeprazole, naproxen, diazepam, ibuprofen, hyoscine butylbromide, nitrofurantoin and mefenamic acid. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total abdominal hysterectomy and right salpingectomy (with conservation of ovaries)). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: date of birth: (B)(6) 1979 (discrepancy noted as per medical records). She had laparotomy and removal of the left salpingo oophorectomy on 8-mar-2019 which proved to be a benign complex ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2021: <2, negative pregnancy test. [Hysterosalpingogram] (date unknown): both essure implants appear to be in a satisfactory location on control image. 7 mm omnipaque 240 was injected into the uterine cavity slowly until maximal distension of the cornua was achieved bilaterally. The location of both implants is good with the proximal end lying at the cornual junction bilaterally. There was no flow of contrast into the fallopian tubes bilaterally confirming successful tubal occlusion. [Hysteroscopy] on (B)(6) 2017: hysteroscopy and endometrial sample for investigation of her heavy irregular menstrual bleeding. She had previously declined a mirena ius. Hysteroscopy revealed an 8 cm normal uterine cavity with no significant fibroids, polyps or other abnormalities. Normal histology; on (B)(6) 2020: since left salpingo-oophorectomy in (B)(6) 2019 still right-sided pelvic pain and now irregular bleeding along with some urinary symptoms. Normal uterine cavity with no fibroids or polyps, however from the right tubal ostia the essure coil was protruding about half its length into the uterine cavity. It appeared densely adherent and no attempt to remove it. Suspicion that the migrated essure coil is the cause of right-sided pelvic pain, options may be laparoscopic removal of the tube on that side or even hysterectomy as the coil seems to be densely embedded [investigation] on (B)(6) 2019: patient has a 9cm complex ovarian cyst endometrioma. Tumor markers back normal [laparotomy] on (B)(6) 2019: elective admission for laprtomy with left salpingo-oophorectomy for complex 9 cm left ovarian cyst. Diagnoses: complex left ovarian cyst. Procedure and findings: routine laparotomy, normal right ovary and right tube, normal uterus. 4 cm complex left ovarian cyst. Left salpingo-oophorectomy performed, no intraop complications. [Ultrasound pelvis] on (B)(6) 2017: echogenic foci were noted on either side at the fundus of the uterus. Patient has essure implants, evidence of implants; on (B)(6) 2020: anteverted uterus measuring 7.2 x 3.0 x 4.2 cm. The myometrium appears homogenous - no focal lesions seen. As per the last ultrasound, there appears to be some increased myometrial hyperemia features which could indicate uterine adenomyosis. Normal appearance of the endometrium. Endometrial thickness = 6.1 mm. Essure coil noted. The right ovary appears normal and measures 3.0 x 2.4 x 1.8 cm. Left ovary not visualized (patient gives a history of left oopherectomy). No adnexal cysts or masses seen. No free fluid in the pelvis. Impression: 1) no adnexal cysts or masses seen; 2) overall appearances of the uterus may indicate adenomyosis; 3) normal appearance of the endometrium. [X-ray] on (B)(6) 2014: confirmed that the implants inserted, appear to be located in the correct place and appear to be blocking both of tubes. Batch no: b72583. Production date: 2013-09-28. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-apr-2023: quality safety evaluation of ptc. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("as the coil seems to be densely embedded") and device dislocation ("right tubal ostia the essure coil was protruding about half its length into the uterine cavity /suspicious that the migrated essure coil is the cause of her right-sided pelvic pain") in an adult female patient who had essure inserted (lot no. B72583). Additional non-serious events are detailed below. The patient had a medical history of blood in urine, adenomyosis, dysmenorrhea, pelvic inflammatory disease, protein c deficiency, abnormal uterine bleeding, pelvic pain female, ovarian cyst, vaginal bleeding, adenomyosis, haematuria, abdominal discomfort, infection, nabothian cyst, ectopic pregnancy, recurrent abortion, parity 3, pain pelvic, bloating, dyspareunia, post coital bleeding, intermenstrual bleeding, uti, asthma, epilepsy, penicillin allergy, back pain, dizziness, nausea, heavy periods, pain menstrual and abdominal pain. Previously administered products included: ibuprofen for headache, pregabalin for pain and mirena. Concomitant products included pregabalin, omeprazole, naproxen, diazepam, ibuprofen, hyoscine butylbromide, nitrofurantoin and mefenamic acid. On 04-mar-2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced embedded device (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), dysuria ("urinary problems"), pelvic pain ("pain, including chronic pain;"), genital haemorrhage ("abnormal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. No causality assessment was received for essure with regard to bladder disorder, gastrointestinal disorder, dysuria, pelvic pain, genital haemorrhage or dyspareunia. The reporter commented: date of birth 04-may-1979 (discrepancy noted as per medical records). She had laparotomy and removal of the left salpingo oophorectomy on (B)(6) 2019 which proved to be a benign complex ovarian cyst she is limping, loss of sensation in her legs since the operation in (B)(6) 2022. Tah and right salpingectomy with conservation of right ovary. She thinks may be related to positions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2021: <2, negative pregnancy test [hysterosalpingogram] on (B)(6) 2014: both essure implants appear to be in a satisfactory location on control image. 7 mm omnipaque 240 was injected into the uterine cavity slowly until maximal distension of the cornua was achieved bilaterally. The location of both implants is good with the proximal end lying at the cornual junction bilaterally. There was no flow of contrast into the fallopian tubes bilaterally confirming successful tubal occlusion [hysteroscopy] on (B)(6) 2017: hysteroscopy and endometrial sample for investigation of her heavy irregular menstrual bleeding. She had previously declined a mirena ius. Hysteroscopy revealed an 8 cm normal uterine cavity with no significant fibroids, polyps or other abnormalities. Normal histology; on (B)(6) 2020: since left salpingo-oophorectomy in (B)(6) 2019 still right-sided pelvic pain and now irregular bleeding along with some urinary symptoms. Normal uterine cavity with no fibroids or polyps, however from the right tubal ostia the essure coil was protruding about half its length into the uterine cavity. It appeared densely adherent and no attempt to remove it. Suspicion that the migrated essure coil is the cause of right-sided pelvic pain, options may be laparoscopic removal of the tube on that side or even hysterectomy as the coil seems to be densely embedded [investigation] on (B)(6) 2019: patient has a 9cm complex ovarian cyst endometrioma. Tumor markers back normal [laparotomy] on (B)(6) 2019: elective admission for laprtomy with left salpingo-oophorectomy for complex 9 cm left ovarian cyst. Diagnoses: complex left ovarian cyst. Procedure and findings: routine laparotomy, normal right ovary and right tube, normal uterus. 4 cm complex left ovarian cyst. Left salpingo-oophorectomy performed, no intraop complications [magnetic resonance imaging] on (B)(6) 2014: -had an MRI which has shown bulging disc in the lumbar area. [Pathology test] on (B)(6) 2019: pathology report: clinical details-had laparotomy for left ovarian complex cyst macroscopic description: left ovary and left fallopian tube, left ovarian cyst; on (B)(6) 2022: pathology report: clinical details: removed at total abdominal hysterectomy due to pain and menorrhagia right ovary left in situ. Left ovary and left tube removed in prior surgery macroscopic description: described as: "uterus. Cervix and right fallopian tube" on sectioning there is metal coil embedded within left cornual aspect of uterus. Metal coil which was embedded was removed to reveal a tract. [Ultrasound pelvis] on (B)(6) 2017: echogenic foci were noted on either side at the fundus of the uterus. Patient has essure implants, evidence of implants; on (B)(6) 2020: anteverted uterus measuring 7.2 x 3.0 x 4.2 cm. The myometrium appears homogenous - no focal lesions seen. As per the last ultrasound, there appears to be some increased myometrial hyperemia features which could indicate uterine adenomyosis. Normal appearance of the endometrium. Endometrial thickness = 6.1 mm. Essure coil noted. The right ovary appears normal and measures 3.0 x 2.4 x 1.8 cm. Left ovary not visualized (patient gives a history of left oopherectomy). No adnexal cysts or masses seen. No free fluid in the pelvis. Impression: 1) no adnexal cysts or masses seen; 2) overall appearances of the uterus may indicate adenomyosis; 3) normal appearance of the endometrium [x-ray] on (B)(6) 2014: confirmed that the implants inserted, appear to be located in the correct place and appear to be blocking both of tubes batch no b72583 production date 2013-09-28 expiration date 2016-09-30. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bladder disorder , gastrointestinal disorder ,dysuria , pelvic pain , genital haemorrhage, dyspareunia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. New events bladder disorder , gastrointestinal disorder ,dysuria , pelvic pain , genital haemorrhage, dyspareunia added. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.